Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. Device not returned.

Event description:
It was reported that the customer loaded a existing cartridge with 225 units of insulin. Two days later, after using 134 units, the insulin gauge showed a 9 unit drop. The customer reloaded the same cartridge and a new cartridge; an inaccurate fill estimate was received. There was no reported impact to the customer's blood glucose level. The customer will continue to use pump to manage diabetes.